Event description:
Spacelabs received a report that a telemetry central monitor did not alarm when a patient had 7.8 seconds and some 3 seconds pauses. No alarm for asystole. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs dispatched a field service engineer (fse) to inspect the involved devices; however, the equipment was still in use on the patient. The facility declined the fse access to the equipment; therefore no testing was performed. The involved equipment continued to perform without issue per the facility nurse manager. The facility provided the patient retrospective database for review. The database was reviewed by a spacelabs lead software engineer. The database confirmed the presence of a 7.8 second pause at the reported time. There was no associated alarm in the database for this episode. The waveform data was replayed through a telemetry test system and tone markers were examined to determine which beats were detected at the time of the episode. Tone markers indicated that no extraneous beats had been detected and that the episode was correctly classified. Repeated tests consistently produced an alarm in the test system. We were unable to reproduce the complaint of ¿no alarm¿ for this episode. We note there is a possibility that ECG alarms may have been off at the time of this episode. If so, the monitor would not generate an alarm and there would be no alarm record in the patient retrospective database, as occurred in this instance. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 90343-05, receiver module model 90478 and central monitor model 91387-38 did not generate an alarm for a 7.8 second pause on (B)(6) 2014 at 2:44 a.m. No one was injured as a result of this event.

Manufacturer narrative:
The investigation is underway. We will file a supplemental report when our investigation is concluded. Placeholder.